Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twenty years post tha, a male patient polly wore out over time and needed to be replaced. Cup was well fixed, and the polly was exchanged. The patient was revised to a neutral polly. There was no breakage to the device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to hospital would not allow take the implants.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twenty years post tha, a male patient polly wore out over time and needed to be replaced. Cup was well fixed, and the polly was exchanged. The patient was revised to a neutral polly. There was no breakage to the device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to hospital would not allow take the implants.

Manufacturer narrative:
(H3) the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for approximately 20 years. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.